Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system presented with no aspiration and a vitreous cutter that would not cut or aspirate during a surgery. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided in evaluation codes and additional MFR narrative. System: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 1, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Ant vit pak: the customer did not retain the finished goods consumable lot number, as such; the device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. A visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause cannot be determined conclusively. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).